Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge or boot. Functional testing failed because device will not turn on troubleshoot receiver and battery: no issue with the receiver, found defective battery.the customer's complaint was confirmed because there is an indication of the ceases to function.the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.